Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, had a half height cubie was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient and user was able to retrieve medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. The field service engineer found that in the auxiliary cabinet, all cubie pockets in row d of half-height drawer 1.2 were not detected on the bus. The row board cable, ribbon cable, and retractor band were re-seated, but the row d cubie pockets did not recover. The cubie tray in row d was replaced, after which all cubie pockets and the drawer recovered successfully. The system functioned as intended after the field service engineer repaired the device.